Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a healthcare professional reported the lens to be opacified. The lens was exchanged for another lens.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported complaint (opacification) was not observed. Results from the product history record review indicated the product met release criteria. Additional observations were as follows; approx. 50% of the iol was returned in a specimen container filled with a clear unknown liquid. Iol was inspected while covered in unknown liquid, opacification was not observable as iol was cover in wet solution. The iol was allowed to air dry and inspected, opacification was not observable as iol was cover in dryed solution. The iol was cleaned and allowed to air dry, no opacification was observed on the cleaned iol segment. The root cause could not be determined for the reported ¿opacification¿. The returned iol was torn/cut, typical of damage observed while explanting a lens. The returned iol has been implanted for over seven (7) years prior to the patient reporting the complaint and the iol has been subjected to extensive handling, torn/cut, typical of damage observed while explanting an iol. (B)(4).